Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device is returned to the third-party service center. The patient is alleging of hospitalization due to shortness of breath and high blood pressure. In addition, the patient puts the mask on which makes her sick and nauseated. At this time, no other medical intervention has been reported. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.